Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction b5, h10: it was inadvertently reported in the initial report that the seal of the attachment device where the oscillating saw device is attached had released. Additional information received from the reporter states that the seal come apart but was still on the oscillation saw. Therefore, the initial medwatch report was submitted in error as the reported event does not meet the criteria of a reportable complaint and is unlikely to cause or contribute to serious injury. No further investigation will be performed at this time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that after an unspecified surgical procedure it was observed that the seal of the attachment device where the oscillating saw device is attached had released. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.